Event description:
Left a voicemail today indicating his nite guard had started "splicing in half."  I returned his call and confirmed that he had a gen ii original.  He will send in the online survey for a replacement, as he no longer has the receipt or product packaging.

Manufacturer narrative:
Left a voicemail today indicating his nite guard had started "splicing in half."  I returned his call and confirmed that he had a gen ii original.  He will send in the online survey for a replacement, as he no longer has the receipt or product packaging.